Manufacturer narrative:
The review of the data provided highlighted normal battery depletion of the subject device kora 250 sr s/n: (B)(6) and a possible issue on the ventricular lead vega r52 s/n (B)(6). Therefore, the vega r52 lead has been added to the complaint. The subject pacemaker and the subject lead have been implanted on (B)(6) 2018. The device is implanted for more than 7,5 years. Data from 4 december 2024, 26 august 2025 and 4 december 2025 have been provided. On (B)(6) 2025, the residual longevity is 1 year and 6 months (min 13 months). The minimum residual longevity shall be taken into account to schedule the next follow-ups. The expected overall longevity is estimated at ¿ 114,7 months. The implantation duration is at least 90 months which is higher than 75% of the estimated overall longevity (75% of 114,7 months = 86 months). Based on hrs guidelines, no premature battery depletion is suspected. No premature battery depletion is suspected on the subject device.

Event description:
Reportedly, on 2025-12-04, we received information from the hospital medical engineer that the battery life of a kora 250 sr (s/n: (B)(6)) was originally displayed as 5 years, but after 6 months it had become 2 years and 6 months, suggesting that the battery was likely depleting prematurely. Sales representatives found that when reviewing past data, the automatic threshold was enabled, preventing threshold determination. Hospital medical engineer had previously experienced no issues, suddenly encountered problems and expressed concern about device accuracy. Hospital me requested an investigation into why the automatic threshold became unusable and set to 5v.

Manufacturer narrative:
Preliminary response: in the data from 2024, the autothreshold measured 0.6v and there was only one measurement not performed that trigged 5v output (B)(6)2024). In 2025 (26 jul to 26 aug and 2 nov to 3 dec), there are a lot of v thresholds not performed and the device was set to 5v as per specifications. The use of 5v made the residual longevity to decrease. The reasons for the non-measured v thresholds could be: - v rate > 95bpm when it is the time to perform the threshold (the device remains in threshold search and will do the threshold as soon as the v rate is < 95bpm). Since the rate is between 70bpm and 90bpm in the 24h heart rate curves, this is most probably not the reason of the non-measured thresholds - v sensing when it is the time to perform the threshold (the device remains in threshold search and will do the threshold as soon as the v rhythm is paced), since tge patient is paced most of the time, this is most probably not the reason of the non-measured thresholds - the calibration phase fails because the v threshold is > 2v: this is the most probable reason. The vega lead has been added to the complaint since the increase of the high v output triggered the longevity decrease: - spread v impedance - spread v sensing - increase ventricular threshold.

Event description:
Reportedly, on 2025-12-04, we received information from the hospital medical engineer that the battery life of a kora 250 sr (s/n: (B)(6) was originally displayed as 5 years, but after 6 months it had become 2 years and 6 months, suggesting that the battery was likely depleting prematurely. Sales representatives found that when reviewing past data, the automatic threshold was enabled, preventing threshold determination. Hospital medical engineer had previously experienced no issues, suddenly encountered problems and expressed concern about device accuracy. Hospital me requested an investigation into why the automatic threshold became unusable and set to 5v.